Manufacturer narrative:
Product ID: 8709 lot# serial# (B)(4), implanted: 2007 (B)(6), product type catheter. (B)(4).

Event description:
It was reported that the patient missed a refill. The patient¿s pump had been empty for approximately 3 years, since 2010. The hcp planned to do a rotor study and a dye study. It was later reported, the pump was beeping since it went dry and they questioned if it would eventually stop ¿beeping¿ . The patient was having no symptom change but the infusion mode showed stopped pump and it had been in that mode for approximately 45 days. The pump was used to deliver dilaudid. It was later reported, the patient was seen by the hcp and referred for pump removal. Additional information has been requested, but had not been received as of the date of this report.